Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
The pt reported that on 7/16 or 7/17, she obtained readings between 40-60 mg/dl on her one touch basic meter and stopped taking her insulin for 3 days. She was admitted to the hosp on 7/19 with blood glucose reading of 1348 (method and units of measure unknown). No info was provided regarding use of the meter between 7/17/ and the day of hospitalization. Treatment provided is unknown , the pt stated that her meter and test strips were tested in the hosp and "checked out ok." She compared the meter in question with her replacement meter and the results were "within 5 points of each other." Info regarding cleaning , maintenance and calibration are unknwon